Manufacturer narrative:
Device has not been returned to the manufacturer.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower assembly was replaced to address the issue. The device's machine flow sensor was replaced due to error on diagnostic test. In addition of the above evaluation, the device's proximal in-line filter was replaced due to obstruction in the microfilter for fio2 and dirt, which was not related to the malfunction/issue.